Event description:
The customer reported on (B)(6) 2014 she activated a new pod and her blood glucose and insulin history is as follows: time: 2:31 am, bg(mg/dl): 283, bolus(u): 2.15; time: 10:39, bg(mg/dl): 335, bolus(u): 3.9. She noticed insulin leaking down her arm so she decided to deactivate the pod. She also stated the cannula looks bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.